Manufacturer narrative:
Other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Picture four visually inspected from protocol 12"-16" revealing small tear. Returned sample was submerged in water after inflating cuff with air, which revealed air bubbles. The most probably root cause is cuff tear occurred during user manipulation according IFU page 4 due to contact with sharp edge since units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process.

Event description:
Summary of investigation in h 10.

Event description:
It was reported that after inserting the product into the patient, the customer put air in its cuff. However, leakage from it was observed. He inflated the cuff every time leakage occurred, but the situation could not be remedied. So the customer coped with the anomaly by changing the product to another new one. No patient injury.